Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and communication problem. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital. Patient stated that the controller would not connect to the pod or sensors. No further details to report.